Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis. Final analysis found abrasion exposing the outer coil at 15.3 cm to 15.5 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(4). (B)(6).